Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that surgeons were able to access to the instrumented level and used the anteralign screwdriver to extract the screw without any issue on 3/28.

Manufacturer narrative:
H3: product analysis #(B)(4) : part # 4675020, lot# rm21j012 after visual and optical examination and functional testing, it does not appear to be any damage, nor does it indicate any functional issues with the screw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is unknown. D 6a: implant date is unknown. Radiographic image review results: 1. Two panel image l4-5/ l5-s1 interbody grafts fusion on left panel x-ray screw back out at l4-5 graft infusion screw seen, right panel saggital CT shows particles of bone graft at both levels. 2. Lateral x-ray both screws at l4-5 interbody graft in good position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that screw backed out. Patient symptoms were unknown. There were no further complications reported regarding the event.

Manufacturer narrative:
D 6b: explant is unknown. D4: it is unclear which of the following screws malfunctioned. Hence details of all the pedicle screws used in the surgery are provided below. 4675020 rm21j012 quantity 2 510k k212524 upn 00763000508791 4675020 rm24c015 quantity 2 510k k212524 upn (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that procedure involved was l4-s1 anterior lumbar interbody fusion (alif) w/ l4-s1 perc fusion. Screw had backed out of l4/5 cage, unsure of further complications. There was no prolonged stay besides patient follow-up. One screw backed out post-op. The reported product was successfully explanted with no issues.